Manufacturer narrative:
No additional information available at this time. When additional information becomes available it will be reported as required.

Event description:
It was reported that the boost on mag 2 screen of the cardiac system is very dark. The case was completed. There was no report of injury.